Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient underwent an unknown procedure on (B)(6) 2026. The calcar planer had damaged both the 11 and 12 broaches connection points. The surgeon hadn¿t realized this until the neck trial then got stuck on the 12 broaches making the trial construct very difficult to remove. Neck trial will not connect onto 11 and 12 broaches due their damage now but neck still works on the other sizes. The patient suffered a crack to the calcar whilst trying to get the stuck trial out and needed a cable for reinforcement. Once stuck broach came out the implants were implanted. Procedure was completed with a fifteen minute surgical delay.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. There is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, h6 (medical device problem code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: what kind of damage was on the post of the broaches. Were they bent/deformed or scratched? The posts on the broaches had become deformed and scratched.